Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Loose drive support disk and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the customer's insulin pump drive support cap appears to be damaged. Nothing further was reported.